Event description:
It was reported there was a power on reset (por) condition. The message appeared following an overdischarge. Troubleshooting was done and they performed one physician mode recharge (pmr) and then saw the por message. They used the clinician programmer and that showed the rechargeable implant was discharged. When they went to use the recharger they would get 0 coupling bars with the recharger. Another recharger was used and provided the same results of 0 bars of coupling. There was no issue with the patient¿s recharger. The doctor felt on the patient¿s implant and ¿moved the antenna head further.¿ they were able to get a maximum of 2 coupling bars. The patient had been in overdischarge for 2.5 to 3 months prior to report. The implant was reported to be less than 1cm deep and it was not titled. Additional information received reported there was no error code that accompanied the por message. They recharged for the requested hour and the implant still would not power up after the reset and recharge. They only received 2 out of the 8 coupling bars for recharging and that was only if they pressed down on the recharging head. On (B)(6) 2014 troubleshooting was done and an x -ray was taken and it showed the battery was not flipped. The patient was not able to recharge normally and they did not receive effective therapy. Another troubleshooting session was scheduled for some time in early january. Additional information received reported on (B)(6) 2014 the manufacturer representative was able to bring the implantable neurostimulator (ins) out of overdischarge and clear the por. Further information was not known at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was being rescheduled for (B)(6) 2015 due to being unable to make her scheduled troubleshooting session.

Event description:
Additional information received reported that it was decided to replace the rechargeable implantable neurostimulator (ins) with a primary cell ins. The date for this had not been set yet.

Event description:
Additional information received reported the manufacturing representative was unable to establish telemetry with the clinician programmer, patient programmer, and recharger. An overdischarge was suspected. A physician mode recharge was done. When the manufacturing representative used the antenna locate feature they only got about 42-48.

Event description:
Additional information received reported that three different physician mode recharges (pmr) were conducted with the patient to no avail. They continued using the antenna locator and the best they could ever get was 42 to 48, and that was occasionally. The next course of action would be decided later. The concern was that even if the patient got her implantable neurostimulator (ins) reset that she would still not be able to recharge. A possible replacement with a primary cell or reposition of the rechargeable ins would bedecided later.

Event description:
Additional information received reported that the patient would be seen on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va00r8e, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# va00r8e, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was lack of compliance relative to responsible charging and the patient not recharging in more than 60 days. The implantable neurostimulator (ins) was programmed in continuous mode. The patient was no able to demonstrate effective charging, they were not able to recharge normally, and they were not receiving effective therapy. The patient had cancelled their troubleshooting appointment with a manufacturing representative and they had not rescheduled.

Event description:
Additional information received reported that the patient was scheduled to be seen on (B)(6) 2015.

Manufacturer narrative:
(B)(4).